Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was admitted to the hospital due to non-cardiac reasons. High out of range shock impedance measurements were observed. Troubleshooting performed found the high out of range shock impedance measurements were due to another manufacturer's sub-q-array implanted with this device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.